Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken device and shape change".

Event description:
Healthcare professional reported shape change and broken device on an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation:a visual and microscopic analysis was performed which identified; sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.4, d.10, g.1, h.3, h.4, h.6.

Event description:
Healthcare professional reported shape change and broken device on an unknown side. Device has been explanted.